Event description:
No additional information received from customer.

Manufacturer narrative:
Additional info: h2, h3 and h6 the device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service and maintenance, the broncho videoscope displayed no image. There were no reports of patient involvement.